Manufacturer narrative:
H.6. Investigation: our quality engineer inspected sample provided. Bd received a portion of a catheter tubing inside a specimen container. There was no item number or lot number provided. Through the visual examination, a portion of a catheter tubing that was received measured approximately 20mm in length. The tubing was heavily soiled with patient blood. The area of separation was uneven and had signs (roughness, stretching) of stress. Per the event description the patient left the hospital with the device in her arm and then removed it by herself. There is no indication of issues with the device at the time of use therefore the separation most likely occurred due to external forces applied to the unit during removal attempt. We were unable to confirm the reported issue as well as determine a root cause. H3 other text : see h.10

Event description:
It was reported that the unspecifed bd nexiva IV catheter experienced catheter splitting/cracked/shearing/frayed during use. The following information was provided by the initial reporter: they are quering patient intevention as the tip of the nexiva ended up in tissue not in the vessel.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva IV catheter experienced catheter splitting/cracked/shearing/frayed during use. The following information was provided by the initial reporter: they are queering patient intervention as the tip of the nexiva ended up in tissue not in the vessel.